Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/19/16- pfs and medical records received. Pfs reported discomfort, limp, limited mobility, unable to walk or stand for long period of time, elevated metal ions, and that patient passed during revision surgery. Revision surgical note is handwritten and very hard to unable to read. Revision surgical note did appear to note a loss of proximal femur from osteolysis and that the patient was sent to ICU post-operatively. There is a death certificate and autopsy report in (B)(6) that was translated by a (B)(6) speaking employee. Death certificate reports cause of death to be hypertensive heart disease with osteoporosis as a contributing factor and the autopsy noted plural effusion, heart disease and kidney inflammation. Stem will be added for allegation of elevated metal ions without lab results. Part/lot updated. The complaint was updated on: may 9, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.